Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to identify the malfunction code but was able to reset the pump and showed no interest in obtaining a loaner pump.